Event description:
It was reported by the surgeon that the surgery planned for gamma nail revision did not occur due to the instrument was not working. The pt was opened but surgery could not be performed.

Manufacturer narrative:
At this time we do not know which instrument malfunctioned. The surgeon stated that the instrument broke and he tried to adapt the instrument. The instrument is not available. If the device becomes available a supplemental report will be issued.